Event description:
It was reported that the patient experienced unspecified issues with a sling device. An artificial urinary sphincter (aus) was further implanted. No patient complications were reported in relation to this event. No more information is available at the moment.